Manufacturer narrative:
B3: unknown; no information has been provided to date. D4: primary di number is unknown. G4: FDA premarket submission number is unknown. H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged and the lens was scratched. No issues were found in the event history log. Functional testing found that the downstream occlusion (dso) seal was damaged. Service history identified the complaint was not related to a previous service of the device within the review period. The investigation determined that the pump's dso sensor was damaged. The dso sensor was replaced, and the lens was replaced.

Event description:
It was reported that the pump was returned for repair following a non-compliance during preventative maintenance. There was no patient involvement. No patient harm/adverse event was reported.